Manufacturer narrative:
Diopter: -16.5. Device evaluated by manufacturer? No, lens not returned. (B)(4). Conclusion: based on the complaint history, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens, -16.5 diopter in the patient's left eye (os) on (B)(6) 2010. Lens opacity (asco) was noted on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. Post-op visit on (B)(6) 2015, ucva was 20/26.

Manufacturer narrative:
(B)(6). (B)(4). Additional data: device evaluation: lens was returned dry in lens case/vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens is in specifications. (B)(4).